Event description:
Discovered that the blue cap was missing at the end of the tubing. This is there to help with sterility of the product. I reported the event to our corporate office and they contacted the supplier and asked me to fill out this form.